Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 355029, lot# n104783, implanted: (B)(6) 2007, product type: accessory. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0349468v, implanted: (B)(6) 2004, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3487a, lot# l60995, implanted: (B)(6)1999, product type: lead. Product ID: 7427, serial# (B)(4), implanted: (B)(6)2001, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s pain stimulator got an infection on the side, so they took it out on that side and put in another.